Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inr reported meets accuracy criteria. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2010; inratio meter = 3.3 inr; reference = 2.2 inr; mean = 2.75. Confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Summary: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is insufficient info to determine the root cause of pt's test result discrepancy. As of 02/15/2010, 5 discrepant results complaints were reported for lot #210832 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller reported discrepant results compared to a reference (coagucheck). Inratio2 result = 3.3. Coagucheck result = 2.2. Pt's therapeutic range is 2.0 - 3.0. Pt has had no physical changes or new medication.